Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The failure may have been the result of a manufacturing anomaly or potential damage during packaging, shipping, or handling prior to use. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the white balloon exhibited a leak during pre-procedure leak testing. The device was not used on the patient. The device had been checked prior to use. No patient injury was reported.